Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd luer lok¿ syringe was found with foreign matter as a ¿white paper like particle was found in the syringe barrel¿. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: a used loose 3ml syringe was received and reported to be from lot#: 7299673 (p/n: 309702). Sample was visually evaluated. The syringe had unknown fluid in fluid path. A piece of loose particular white foreign matter was found on the plunger rod outside the fluid path. It was larger than level 3 in size, which is a rejectable condition per product specification. The fm could not be readily identified. Product defect confirmed based on sample evaluation. DHR review for batch#: 7299673 (p/n: 309702): manufacturing dates: 11/27/17 ¿ 11/28/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 7299673 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Root cause and CAPA not required based on severity and occurrence level defined for this complaint.